Manufacturer narrative:
Additional information was received by the surgeon during a site visit by company representatives. The surgeon further described the sticking haptic phenomena as the haptic sticking behind the edge of the optic and being difficult to release. Also, the sticking haptics seem to be associated with the colder temperature with the local area. The representatives observed 10 cases and none of the observed cases had any issues with haptic deployment. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) did not come out correctly from the preloaded delivery system during implantation. The iol was inserted into the eye and unfolded with the haptic stuck behind the optic. A delay was reported due to the duration of the surgery in comparison to a procedure without a product issue. There was no patient injury and no surgical intervention was required. To date the lens remains implanted.